Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller (serial number: (B)(6); however, the alarms were not reproduced during testing of the returned controller. The log files contained approximately 8 days of data combined (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log files captured intermittent power cable disconnect alarms that were not associated with true power cable disconnects from (B)(6) 2021 at 17:21:35 to (B)(6) 2021 at 19:36:54 due to the relative state of charge (rsoc) voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. The driveline was disconnected on (B)(6) 2021 at 19:42:17 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information provided communicated that exchanging the system controller resolved the issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial lot number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 16mar2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged at home last week due to several power cable disconnected alarms. The exchange was performed by the patient without any issues. Loose contact on the black cable was suspected. The patient was 24/7 on battery support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged at home last week due to several power cable disconnected alarms. The exchange was performed by the patient without any issues. Loose contact on the black cable was suspected. The patient was 24/7 on battery support.